Event description:
Proglide closure device failed to deploy correctly, a portion of vessel was on the end of the device. Pressure was held for 30 minutes. Physician told patient that he poked a hole in the artery and it did not close correctly, so he is keeping him in hospital until 1400 for observation. Patient had been observed from post procedure at 0910 and discharged at 1400 with no hematoma, no oozing to groin and complains of minimal pain to groin. Instructed to return to ER for problems and as of (B)(6) 2011 no return visits noted.